Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide during a sphincterotomy. When the wire guide was removed from the accessory device and the endoscope, a small section of the wire guide coating detached when the device was wiped with gauze. The observation was not made when the device was inside the patient. No patient injury was reported.